Manufacturer narrative:
Event date is estimated. Implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective stimulation, and two leads were added. During the procedure it was discovered that the lead was broken and cannot be removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.